Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), allergy to metals ("nickel allergy"), bladder disorder ("bladder problems") and urinary tract disorder ("urinary problems") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (salpingectomy (bilateral),hysterectomy(full))). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia, bladder disorder and urinary tract disorder had resolved and the allergy to metals, weight increased, weight decreased and uterine leiomyoma outcome was unknown. The reporter considered abdominal pain, allergy to metals, bladder disorder, dysmenorrhoea, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, uterine leiomyoma, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea (cramping). General abnormal bleeding, menorrhagia (heavy menstrual bleeding), nickel allergy, urinary problems, bladder problems, weight gain, weight loss, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: unknown.. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-aug-2019: reporter, patient demographics and laboratory data were added. Updated suspect drug indication. On (B)(6) 2016, she implanted essure (previously reported as 2016). On (B)(6) 2019, she explanted essure. Injury event was replaced with pelvic/abdominal, dysmenorrhea (cramping). General abnormal bleeding, menorrhagia (heavy menstrual bleeding), nickel allergy, urinary problems, bladder problems, weight gain, weight loss and fibroids. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), allergy to metals ("nickel allergy"), incontinence ("bladder or urinary problems or changes"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), bacterial vaginosis ("bacterial vaginosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal distension ("bloating") and nocturia ("nocturia") and was found to have weight increased ("weight gain"), weight decreased ("weight loss") and uterine leiomyoma ("fibroids /uterine fibroids"). The patient was treated with surgery (salpingectomy (bilateral), hysterectomy (full)), cystourethroscopy, adhesiolysis). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, dysmenorrhoea, menorrhagia and incontinence had resolved and the allergy to metals, weight increased, weight decreased, uterine leiomyoma, vaginal haemorrhage, bacterial vaginosis, dyspareunia, abdominal distension and nocturia outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, bacterial vaginosis, dysmenorrhoea, dyspareunia, genital haemorrhage, incontinence, menorrhagia, nocturia, pelvic pain, uterine leiomyoma, vaginal haemorrhage, weight decreased and weight increased to be related to essure. The reporter commented: she received treatment for pelvic/abdominal, dysmenorrhea (cramping). General abnormal bleeding, menorrhagia (heavy menstrual bleeding), nickel allergy, urinary problems, bladder problems, weight gain, weight loss, fibroids. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2016: unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-oct-2019: pfs and mr received: events: abnormal bleeding (vaginal), bacterial vaginosis, bloating, dyspareunia, incontinence, nocturia were added. Reporters were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.